Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger is unable to charge the device. The battery indicator light continues to blink from bottom to top, and pressing the power button does not initiate the charging of the stimulator. No change even after charging the recharger. An instruction was given to perform a reset by long pressing the power button, but the battery light continues to turn on and off without any change in the condition. There are no known patient/external/environmental factors contributing to this event. The issue has not been resolved. No symptoms were reported. Additional information was received stating that the cause of the event determined. Resetting the wireless recharger was attempted, but this did not resolve the issue. The wireless recharger was replaced with a new product because the issue was not resolved via resetting the wireless recharger.